Event description:
Intermittent discrepant results for multiple pts from 2003 to 2007. The following data was provided; units of measure not provided. Test involved are sodium (na), potassium (k), bicarbonate (co2), creatinine (creat), bun, albumin (alb) and total protein (tp). Each sample was repeated three times. If add'l info is rec'd, appropriate notification will be provided. See scanned results.